Event description:
A customer spilled vitros performance verifier 2 on minor cuts on their hands following a laboratory accident. The fluid contains human serum. There was no immediate harm to the subject as a result of this event. (B)(4).

Manufacturer narrative:
The following statement appears in the warnings and precautions of the IFU for performance verifier ii" handle as if capable of transmitting disease. This product is prepared for human serum and human enzymes. Each donor unit used in the preparation of the product has been tested and found to be nonreactive for (B)(6) using FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in clsi guideline m29 1 or other published biohazard safety guidelines. This product should be handled using the same precautions as with any other blood or blood-derived product." The customer disinfected the cuts. Follow-up serological testing will be performed on the subject at three and six months post the incident.